Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 69 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented on (B)(6) 2018 with multiple low flow alarms, weakness, and persistent diarrhea over the past month. An abdominal computed tomography (CT) scan at an outside hospital showed colitis for which the patient was given flagyl, aztreonam and imodium. The patient was then transferred to another hospital on (B)(6) 2018 where they tested negative for clostridium difficile (c. Diff). The patient reported to not have been eating or drinking normally and stools were initially dark black-brown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported event could not be determined. The center reported that the patient presented to the center on (B)(6) 2018 following two low flow alarms with symptoms of weakness and diarrhea. CT showed colitis and patient was treated with flagyl, aztreonam, and imodium. The patient was subsequently transferred to another center on (B)(6) 2018 and it was indicated that tests for c. Diff were negative. The patient reported not eating or drinking normally at the time of the event. Multiples requests for additional information were issued to the customer but no further information was received. Per MFR #2916596-2018-04521, the patient expired on (B)(6) 2018. An autopsy was not performed and the pump was not explanted. No further information was provided. The manufacturer is closing the file on this event.